Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: at end of hd, after returning the blood, sediment was noted in the arterial and venous bloodline and venous chamber. No patient injuries were reported.